Event description:
It was reported that the gynecologic laparoscope had a broken lens tip at the distal end. There was no patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distal end of the insertion section has contour sharpness should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.